Event description:
Event description guidant received information that this implantable cardiac resynchronization therapy-defibrillator (crt-d) displayed noise on the ventricular rate/sense and the shocking channels. These noisey episodes resulted in false tachy detection; all therapy was diverted. Noise was reproducable clinically, with isometric exercises. Upon invasive examination, it was noted that the ventricular rate/sense impedance was out-of-range, measuring >3000 ohms. Normal impedance was noted when the lead was tested with a psa (pacing system analyzer). The physician replaced the device due to a suspected header or setscrew anomaly, at the ventricular rate/sense port.